Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The force bipolar forceps instrument was found to have a broken conductor wire within the force amp pulley, between the wire crimp on the grip and the distal pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The components adjacent to the broken wire showed damage. There were several scratches and abrasions noticed on the distal clevis, and the instrument grip tang was bent out of its proper position. The instrument was also found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. The probable root cause of the observed bent grip tang is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's tip was broken and kept getting caught in the trocar. The instrument would not fire when hooked up to bipolar cords. The procedure was completed with no known impact or patient consequence reported.